Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on a homechoice (hc) device during dwell 1. The home patient (hp) was connected at the time of the alarm. Nothing was found during troubleshooting that would have caused or contributed to the alarm. The technical service representative (tsr) assisted the care giver with clearing the alarm and ending therapy the hp's therapy. The tsr then explained the alarm and reviewed proper procedures with the care giver. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.